Manufacturer narrative:
Unknown expiration date. Unknown lot number. Unknown manufacture date. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 105314 with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that while using the bd vacutainer® cat (clot activator tube) plus blood collection tubes, there was a missing cap on one of the tubes.